Manufacturer narrative:
The device was not returned to the service hub for evaluation and analysis; therefore, the complaint cannot be confirmed. A 12-month service did not indicate a similar event. The pump logs including the keypress logs and confirmed that every reported instance of the pump entering standby mode was initiated by user action on the pump keypad (specifically, by pressing the [standby] button followed by the [yes] button to confirm entering standby mode). Engineering also confirmed from the clinical signal log that the pump keypad was unlocked at this time permitting this action by anyone with physical access to the device. No probable cause was determined.

Manufacturer narrative:
The device is not available for further testing by the manufacturer. If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported, on an unknown date, the pump randomly went into stand-by mode thus stopping an unknown infusion without notification to the clinician. The patient was also reported to have a heparin drip. The event was noticed when the pharmacist questioned a significant and fast drop in the patient's antixa level. The pump being used during the event was replaced with no further issue noted. There was no report of patient harm. No additional information is available at this time. This is 4 of 4 incidents.